Event description:
The ds2 adv auto CPAP was returned to plexus third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the service technician observed that the device component on pca was burned. The iso port also burn damage. Ui bezel is scratched and need to be replaced. The usb cover is missing and needs to be re-added. Pollen filter needs to be added for preventive maintenance the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was assessed by a third-party service center. This report is being submitted to correct the b5 statement and update related fields.

Event description:
The manufacturer received information alleging a chip was blown on pcb occurred on a dreamstation 2 device. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.